Event description:
It was reported that during implant two leads had a lead helix problem and could not be fixed. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.